Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's charging system becomes hot when it is on. The pt also indicated the charger light stays orange regardless of if the charging system is plugged into a power outlet or not. The ipg site did not get hot. A replacement charging system was sent to the pt. No add'l info is available at this time.